Manufacturer narrative:
This supplemental report is being submitted to provide the results of the evaluation and legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4 and h6. Correction on fields: e1 (title and first name). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of the no image was confirmed, however the scope detection not working while using the video system center was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" occurred due to circuit board failure. Additionally, for the "scope detection is not working" event, a root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 address exceeded character limit. The full address is: (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image is not showing and scope detection was not working when using the video system center. The issue occurred during maintenance. There was no patient harm associated with the event.